Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: two electronic photo was provided reviewed. The first photo shows that the device labeling information which was verifies with the tack wise details. The second photo shows that the partial view of the pusher catheter and a touhy-borst adapter and filter storage tube and one filter, 12 arms/ legs were seen. No other anomalies were noted. One photograph and one xray was provided and reviewed. The photograph shows an explanted denali filter with the legs all correctly deployed. The xray shows a denali filter in the inferior vena cava. The filter has not expanded, and a wire has been inserted. There is a balloon at the inferior aspect of the filter that has been dilated. Received one denali femoral filter kit. The kit included one unknown brand pusher catheter with a loaded 6f unknown brand sheath, one unknown brand 6f dilator, one touhy-borst adapter loaded onto a pusher catheter, one partially deployed denali filter in a filter storage tube, one introducer sheath with a loaded dilator, and one pusher catheter. Product packaging and label were returned, and product information was verified with tw. Upon visual inspection, the complaint samples appeared to have blood residue throughout. The filter was observed to be partially deployed. The filter was returned. There appeared to be skiving throughout the filter storage tube. On functional testing, an in-house mandrel was used to deploy the filter from the filter storage tube. Slight resistance was felt during test. The filter deployed successfully. Filter limbs were present, and no filter legs were noted to be crossed. Remaining portion of the pusher wire was not returned. Therefore, the investigation is confirmed for the reported activation failure including expansion failures based on the image review as the filter has not expanded, the investigation is identified and confirmed for the detachment based on the evaluation results as the pusher wire noted to be missing from the delivery system and based on the return sample results the investigation is inconclusive for the difficult to advance as the conditions of use cannot be recreated. A definitive root cause for the reported activation failure including expansion failures, difficult to advance and identified detachment could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation procedure using a denali filter. During the procedure, filter allegedly got entangled. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos and images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation procedure using a denali filter. During the procedure, filter allegedly got entangled. The procedure was completed using another device. There was no reported patient injury.